Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a broken lead. The lead contact 4,6 and 7 could not be programmed so the patient began to have pain again. It was noted that there was nothing specific that may have led or contributed to the issue. The nurse tried to program around and also the manufacturer representative's (rep) colleague earlier, but that was not to the patient satisfaction. The actions taken to resolve the issue were explant of the lead and implant of a new lead. The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 23-apr-2025, UDI#: (B)(4), h6 codes belong to the lead. G2. Foreign: sweden medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated, that the rep¿s first day with the manufacturer was 2024-jan-15. Their former colleague went to meet this patient and did a reprogramming. Some of the leads had at that time high impedances. They then told the rep, that if the patient was not happy with the reprogramming. They left a lead and then said to the rep, that this is if they decide to replace the lead. And that happened on that day, that the rep reported this issue. The rep does not know, which contacts that had high impedances at that time. They know only how things looked at the or day, when they replaced the lead. And also in that report stated, which leads were high. The day this rep was aware, was the day they were there. For the or and they stated, in the report. The lead was not physically broken, but it did have high impedances. The information has been confirmed, with the physician/account.

Manufacturer narrative:
D9 and h3 refer to the lead. H3 device evaluation: analysis found that a proximal segment and a distal segment were returned. It was found that all conductors, the braid, the stylet coil, and the body of the insulation were cut through which segmented the lead at 33.0 cm from the distal end. Conductors 6 and 7 were broken and the stylet coil was crushed 15.5 cm from the distal end in the body of the lead and the outer insulation was cut/breached 16.0 cm from the distal end. There were suspected body fluids in the lead and the outer insulation was pinched 12.5 cm from the distal end. There were no shorts between circuits and continuity was acceptable for one segment, but #6 and #7 were open circuits on the other segment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.